Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to deactivate the device. A magnetic resonance imaging was performed but everything looked good. The pump was explanted and replaced with a momentary squeeze pump. There is no additional information reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to deactivate the device. A magnetic resonance imaging was performed but everything looked good. The pre- connected pump was explanted and replaced with a momentary squeezed pump. There is no additional information reported.